Manufacturer narrative:
(B)(4). Date sent: 11/18/2022. D4: batch # 816a33. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one pcee45a device was received with a tyvek along with the device. Upon visual inspection dry lubricant was noted in the jaws area. Also, no damage and no plastic cover were observed on the jaws. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy, there was too much lubricant on the shaft, and the plastic cover on the jaw stuck to the device and torn. The same issue occurred to 2 devices. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished pcee45a with lot number x9532n, and no non-conformance were identified. Manufacturing date: 06/12/2022. Expiration date: 5/31/2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it is stated: "the plastic cover on the jaw stuck to the device and torn." Could you please clarify what is meant by "plastic cover on the jaw"? The plastic bag covering the jaws. No further information will be available. Were there any issues with the jaws of the stapler (visibly damaged)? No further information will be available. Was the plastic portion of the cartridge damaged? No further information will be available. Was there any damage to the joint cover (tear, holes)? No further information will be available. Was any part of the joint cover separated or missing from the device? No further information will be available. Was there any hole, tear, or puncture in the plastic tyvek or blister that compromised sterility? No further information will be available. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The device has been received at sukagawa and will be shipped. Please check rmao. No further information will be available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.